Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for biomed alarms. Based upon the information provided the customer reported problem should be motor not running. During visual evaluation top case chipped on corners and cracked by handle, cracked right plunger case and battery door, counterfeit battery present, pump's electronic serial number was set as (B)(4) was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and during the review motor rate error, motor not running was identified. Based on the evidence, the complaint was confirmed. The issue is an incorrect assembly of the motor assembly, the motor bushing was completely not in place and loose in pump, making worm coupling slip off stepper motor pin. Stepper motor was also flipped the wrong way. Incorrect assembly was performed by customer or 3rd party vendor. Service correctly reassembled the motor assembly. Also replaced old motor mount, worm gear, and worm coupling as a preventative measure. Performed occlusion test, pm and all functional tests which passed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that biomed code alarms. Was experienced. No patient involvement reported.